Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had failure due to failed insep. A field service engineer replaced the affected component to resolve the issue. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure.a customer indicated that users were unable to access the necessary medication due to a reported malfunction. There was a delay because the drawer was not accessible.there were no adverse events or injuries reported based on this event.